Manufacturer narrative:
Investigation found that the battery modules were out of the slot and not locked in place. They were connected again and the ventilator was tested, passed pre-use check and was cleared for clinical use. No parts were replaced. Without active battery modules, system reliability is reduced and the probability for a power loss and stop of ventilation, e.g. During patient transport, increases. The reported technical error indicates a battery module error or disconnection. According to the service manual it is primarily recommended to check that the internal battery modules are properly connected and secondly to replace the battery modules.

Event description:
It was reported that during preventive maintenance, the ventilator generated a technical error code indicating a battery module error. There was no patient involvement. Manufacturer's ref #: (B)(4).